Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aneurysm expansion and reoperation.

Event description:
Gore received the following information: on (B)(6) 2015, this patient underwent endovascular treatment for a thoracic aneurysm in the descending aorta measuring 84 mm in diameter and was therefore treated with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, follow-up computed tomography imaging showed an aneurysm diameter of 117 mm due to disease progression. On (B)(6) 2018, angiography of the superior mesenteric artery (sma) was performed and an endovascular thoracic stent was implanted as a distal extension. On (B)(6) 2018, chimney technique was used during the implant of a viabahn® stent as a parallel graft to the sma. In this procedure, the patient received a fourth thoracic stent as an additional extension to treat the distal progression of the aortic aneurysm and to prevent the aorta from a potential, distal rupture.